Event description:
During the presentation show of the iabp, the company rep observed that the iabp generated "gas loss in the iab". He replaced three ties the iab with the extender but the alarm did not clear. No pt was involved.

Manufacturer narrative:
The company rep observed that there was an internal leak. He replaced the pneumatic interface module assembly (part number: 0997-00-0582). The iabp was tested to factory specification. It functioned normally and was returned to service. The device history record (DHR) has been received. There are no nonconformances in the DHR related to this failure mode. The pneumatic interface module assembly is being returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch follow up report will be submitted by (B)(4) 2014. (B)(4).